Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed a blade stall error and device power cord grew warm. Further evaluation revealed a defective power cord. It was determined that the power cord has shorted internal wiring. It was also noted device ma was above 960. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors which can contribute to overheating include a blade stall condition that will result in increased current draw from the control unit which will heat the hand piece housing and cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during set up, the platinum handpiece was overheating. There was a back up device available and no surgical delay was reported. No patient involvement was reported.